Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. Topical pain patches were prescribed to resolve the reported event.

Manufacturer narrative:
Additional information: section g - date received by manufacturer; type of report. Section h - evaluation codes. The evoke scs system remains implanted. The root cause of the reported pain cannot be definitively determined; however, the patient¿s recent weight loss may have contributed to the pain at the evoke cls implant site. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include temporary or persistent post-surgical pain at hardware implantation sites".